Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that during implant, the left ventricular lead was difficult to achieve the target vein and could not be positioned. It was also reported that during implant, the atrial lead was unable to be positioned and had bad sensing and threshold parameters after being implanted. Both leads were not used and were replaced by new ones. No patient complications have been reported as a result of this event.